Event description:
An ambulance crew attempted to use the device to administer a shock to a person diagnosed in ventricular fibrillation. Disposable defibrillation electrodes were connected to the pt. The device allegedly displayed a connect electrodes alarm and use of the defibrillator was inhibited. Standard external paddles were subsequently connected to the device and used to administer a shock to the pt. The pt was resuscitated.